Manufacturer narrative:
(H3,h6) : manufacturing representative went to the site to test the system. They performed navigational interface and accuracy testing. Passed. All operations were good. Codes b01, c10, d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi-500-01145. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a unknown procedure. It was reported that the dr. Alleged when using the system and going to the pedicles, it is "off by 1cm or more." Caller reported this was with more than one surgery but did not have additional information on the surgery or patient(s) at time of call. (Alleged inaccuracy). There was unknown delay. There was unknown impact on patient involved.